Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary the patient's sister and a nurse reported that the patient's humapen memoir device had a solid battery symbol in the display. The actual complaint device (batch 0710c02, manufactured october 2007) was returned for investigation. The device had 124 low battery warning errors. The investigation determined that the device had initiated the end of life shutdown process prematurely as a result of a weak battery. Malfunction confirmed. The device met dose accuracy and glide force acceptance criteria when setting the dose by counting clicks, as the display was not functional. Corrective action - beginning with lot1006c01 (manufactured june 2010), the manufacturer has changed battery suppliers and implemented a new battery in the device. The user manual addresses premature expiration, permanent errors and reset mode. Improper use and storage - there is no evidence of improper use or storage.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a ward nurse with a product complaint via e-mail to the diabetes specialist nurse who contacted the company sales representative, concerns a female patient (age and ethnicity unknown). Patient's medical history and concomitant medications were not reported. The patient was taking an unspecified medication for the treatment of an unknown indication for an unknown time period. On (B)(6) 2010, sometime after starting the unspecified medication via humapen memoir (lot number 0710c02), the patient was admitted with query diabetic ketoacidosis (dka) then dka on (B)(6) 2011 due to memoir failure; dead batteries (product complaint (B)(4), lot 0710c02). The event was considered serious for hospitalization and by the company for other medical significant reasons. The nurse reported failure of the memoir devices. It was reported that the patient has had four in total in approximately two years. Outcome of the event was not reported. The operator of the device was unknown and it was unknown if the operator of the device was a trained user. They had used this device model and the reported device for two and one half years. It was reported that the nurse returned two memoirs back to lilly. The device was returned on (B)(4) 2011 (prior to reporting of associated adverse event). Update 14-feb-2011: upon internal review of information received 04-feb-2011, changed device relatedness value from not reported to yes. Added additional information received 11-feb-2011 from the product complaint safety database. Lot number updated to 0710c02. Product complaint number (B)(4) was added to the case with the return date and duration of use. Updated product tab for humapen memoir and updated the narrative with the change. Update 04-mar-2011: additional information received 04-mar-2011 via global product complaint database. Added device specific safety summary. Changed malfunction value to yes, changed malfunction value to not cirm. Updated narrative.

Event description:
(B)(4). This spontaneous case, reported by a ward nurse with a product complaint via e-mail to the diabetes specialist nurse who contacted the company sales representative, concerns a female patient (age and ethnicity unknown). Patient's medical history and concomitant medications were not reported. The patient was taking an unspecified medication for the treatment of an unknown indication for an unknown time period. On (B)(6) 2010, sometimes after starting the unspecified medication via humapen memoir (lot number 0710c02), the patient was admitted with query diabetic ketoacidosis (dka) then dka on (B)(6) 2011 due to memoir failure; dead batteries (product complaint (B)(4), lot 0710c02). The event was considered serious for hospitalization and by the company for other medical significant reasons. The nurse reported failure of the memoir devices. It was reported that the patient has had four in total in approximately two years. Outcome of the event was not reported. The operator of the device was unknown and it was unknown if the operator of the device was a trained user. They had used this device model and the reported device for and two and one half years. It was reported that the nurse returned two memoirs back to lilly. The device was returned on (B)(6) 2011 (prior to reporting of associated adverse event). Update (B)(6) 2011: upon internal review of information received (B)(6) 2011, changed device relatedness value from not reported to yes. Added additional information received (B)(6) 2011 from the product complaint safety database. Lot number updated to 0710c02. Product complaint number (B)(4) was added to the case with the return date and duration of use. Updated product tab for humapen memoir and updated the narrative with the change.